Event description:
It was reported that this pacemaker exhibited oversensing of atrial signals on the ventricular channel. No adverse patient effects were reported. At this time, this device remains in service.